Manufacturer narrative:
Citation: elkholy et al. Comparative effectiveness and safety of self-expanding versus balloon-expandable transcatheter aortic valve replacement: a systematic review and meta-analysis. Am j med sci. 2025 sep;370(3):224-230. Doi: 10.1016/j.amjms.2025.04.010. Epub 2025 apr 25. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis of self-expanding versus balloon-expandable transcatheter aortic valve replacement. The meta-analysis included 8 peer-reviewed articles with a total of 4,036 patients who were predominantly female with a mean age of 82 years old. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included corevalve, evolut r, evolut pro, evolut pro+, and evolut fx bioprosthetic valves. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: stroke, arrhythmia requiring permanent pacemaker implant, severe paravalvular aortic regurgitation, valve migration, annulus rupture/dissection, coronary occlusion, valve thrombosis, endocarditis, major or life-threatening bleeding, acute kidney injury, bioprosthetic valve dysfunction, and rehospitalization for cardiac reasons. No further information was provided pertaining to medtronic products.